Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 70.6 millimeter (mm) with a perimeter derived diameter of 22.4mm suggesting a 26mm evolut. The aortic valve appeared to be moderately calcified; therefore, a pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and appeared to be under expanded and depth assessment was only performed in one view; however, there appeared to be significant parallax thus depth cannot be accurately determined. Per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll left anterior oblique (lao) no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. Furthermore, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Despite under expansion, the valve was released. It was reported that after release, while removing the delivery catheter system, the valve dislodged. It is possible the nose cone interacted with the frame; however, images of the dislodgement were not captured so it is not possible to validate cause of the dislodgement. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. An angiogram performed after dislodgement shows a valve dislodged to the level of the sinotubular junction and no evidence of an aortic dissection. The valve appeared to have been snared in an unusual way without the use of a traditional snare. For unknown reasons, a balloon was inflated within the dislodged valve and there is evidence of pulling force on the balloon during the inflation. A subsequent angiogram revealed significant aortic dissection and possible aortic perforation. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a d eployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, access was obtained through the right femoral access. While attempting to retrieve the nosecone of the delivery catheter system (dcs), it kept getting stuck in the valve eventually dislodging the valve. Per the physician, the patient's calcified valve and hypertrophic ventricle contributed to the valve dislodgement.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilatation was performed with an 18 millimeter (mm) non-medtronic balloon (true) due to calcification and gradient. During implant, the valve was recaptured once due to high implant depth. The valve was deployed a second time and was released at an implant depth of 0/1 mm. While removing the nosecone of the delivery catheter system (dcs) from the ventricle, the valve dislodged. The valve was snared into the ascending aorta and a second valve was inserted. The second valve could not cross the first valve after several attempts. The patient became hypotensive and went into cardiac arrest. Angiogram revealed an aortic dissection. Per the physician, it was unclear what caused the dissection. Subsequently the patient died. The cause of death was not reported. Additional information was received that per the physician, the cause of death was unclear as it could have been the dissection of the ascending aorta or the hole in the ventricle caused by the non-medtronic (safari) guidewire. Additional information was received that during the valve implant, access was obtained through the right femoral access. While attempting to retrieve the nosecone of the dcs, it kept getting stuck in the valve eventually dislodging the valve. Per the physician, the patient's calcified valve and hypertrophic ventricle contributed to the valve dislodgement.

Manufacturer narrative:
Updated data: h6. Eval code result and eval code conclusion corrected data: h6. Device codes conclusion: a device history record review was not required as the event did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure the devices met specification requirements prior to release from the manufacturing facility. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use (IFU) instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case, per the physician, the patient's calcified valve and hypertrophic ventricle contributed to the valve dislodgement. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, the second dcs and loaded valve could not cross the frame of the first valve. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, a conclusive cause could not be determined from the limited information available. There was no new or unexpected device or therapy issue identified. This event is foreseen, within expected severity, documented in risk management, and included in monitoring/ trending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-26, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4); product ID: evproplus-26, serial/lot #: (B)(6), ubd: 09-dec-2024, UDI#: (B)(4); product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 23-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilatation was performed with an 18 millimeter (mm) non-medtronic balloon due to calcification and gradient. During implant, the valve was recaptured once due to high implant depth. The valve was deployed a second time and was released at an implant depth of 0/1 mm. While removing the nosecone of the delivery catheter system from the ventricle, the valve dislodged. The valve was snared into the ascending aorta and a second valve was inserted. The second valve could not cross the first valve after several attempts. The patient became hypotensive and went into cardiac arrest. Angiogram revealed an aortic dissection. Per the physician, it was unclear what caused the dissection. Subsequently the patient died. The cause of death was not reported.

Manufacturer narrative:
Corrected data: h6 - ime codes corrected to include e0511 and e2008 updated data: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID safari; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was unclear as it could have been the dissection of the ascending aorta or the hole in the ventricle caused by the non-medtronic guidewire.